Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An iol reply card received with report of "broken on implant". Additional information was requested.